Event description:
Caller reported that they saw sparks coming from the pump "screen on" button when plugging it into a power cord to charge. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.